Event description:
A consumer reported that they had developed a viral infection in the periphery of their left cornea associated with wear of focus dailies contact lenses. No anterior chamber reaction occurred and no culture was performed. They were prescribed indocollyre, ciloxan, indobiotic, tobrex ointment and permanent scarring of the cornea is expected. The consumer stated that they had been examined by an ophthalmologist, who confirmed a diagnosis of viral conjunctivitis. No further info is available at this time.